Manufacturer narrative:
Follow-up submitted to report device evaluation. For report submission date and to report device evaluation results. For device return date, for follow-up report submitter, for awareness date and g7 for report type and follow-up number. Updated for follow-up type, for device evaluation status and method, result and conclusion codes.

Event description:
Per complaint (B)(4), a dental implant driver got stuck in an implant during initial placement. The implant had to be backed out. The driver was still stuck in the implant.